Event description:
During the procedure, when the electrocardiogram was measured, the I, iii, avr, avl, and avf leads became almost flat and the waveform was not displayed normally. Confirmed by pasting the ensitex patch. The amplifier and dws were power cycled, and the electrodes were first re-attached then replaced with no resolution. The ensite x system was replaced and the procedure was completed with no adverse consequences to the patient. A procedure delay occurred due to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.